Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant failed about 10 months after it was implanted into the tooth # 3. The implant site has type 3 bone quality. There was no pain reported. There was general bone loss. The implant was not placed in the previously grafted site. Granulated tissue was noted around the implant. The implant site was infected. The patient has heavy bruxism. There was no abnormality with the implant. The patient is healing from the extraction of the implant.

Manufacturer narrative:
The device was returned and a visual and radiographic evaluation was performed. The DHR was reviewed and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The implant was attached with a crown and abutment. The diameter and length were approximately measured and the implant was verified to be 5.2 mm x 8 mm. The implant had no defect or deformity and the threads were intact. The crown showed the sign of wears due to the reported heavy bruxism. A root cause cannot be explicitly determined for failure to osseointegrate. However, "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. Probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. The patient was reported to have type iii bone quality (thin cortical bone with dense trabecular bone of good strength). The IFU contains the following statement in contraindications section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Contraindications include but are not limited to: uncontrolled parafunctional habits...", the patient was reported to have heavy bruxism and it was confirmed based on the returned device. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." It is a possibility that the bone quality and the patient's parafunctional habits may have contributed to the loss of osseointegration of the device. No abnormality with the implant was confirmed, this event will be tracked and trended.